Event description:
It was reported to boston scientific corp that a endostat ii electrosurgical unit was used during a procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the unit would not cut at the 20 watt setting. The procedure was completed with a different MFR's device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).